Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with a nadir of 45 mg/dl that followed a preceding high glucose noted in system reports and occurred after a recent fill tubing while disconnected. Symptoms included hypoglycemia without loss of consciousness. Outcomes included self-treatment with oral carbohydrates and no medical intervention. Investigation included troubleshooting with review of recent device use, target and weight settings, fill tubing practices, recent high glucose trends, and activity and insulin history. Investigation of this case revealed no device alarms or malfunctions, and the event was consistent with an overcorrection following a prior high during system adaptation, making the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.